Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient an implantable pump for non-malignant pain. The following medications were noted as having been administered at the time of the event: compounded morphine and bupivacaine. However, it was further reported that the pump administered hydromorphone (3 mg, .99966 mg/day), and bupivacaine (30 mg, 9.99657 mg/day) .it was reported that a review of device logs on (B)(6) 2019 revealed a pump motor stall had occurred at 13:09 with recovery at 13:26 on 2019-aug-26. The patient denied magnetic resonance imaging (MRI) or exposure to a magnet. The device diagnosis was pump motor stall and the clinical diagnosis was indicated as being not applicable. No actions were taken. The event was resolved without sequelae as of (B)(6) 2019. Regarding etiology, the relationship of the event to the device or therapy was related, and the relationship of the event to the implant procedure was not related. Regarding a report/session date of 2019-jul-11, the pump was currently administering hydromorphone at a dose rate of (B)(4) mg/day and bupivacaine at a dose rate of (B)(4) mg/day. The refill date at max activation was (B)(6) 2019. No further patient complications have been reported as a result of this event.